Manufacturer narrative:
Unit passed self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. However, unit was cut open and confirmed moisture damage at electronics assembly. Unit received with cracked battery tube threads, fading serial number label, broken belt clip rails and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit received with original battery cap missing gold spring at battery cap contact. Unit was not confirmed for blank display anomalies. However, unit was cut open and confirmed moisture damage at electronics assembly. Unit received with original battery cap missing gold spring at battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump went off for 2 months. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for display issues, and the customer reported that the battery cap contacts were damaged. Troubleshooting was performed for battery cap issues, and the customer reported battery cap damage. Reminded customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. Troubleshooting was performed for damage, and the customer reported damage to the battery tube threads. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.